Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that a g7 wearable failure was reported. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced wearable failure 7 days after the sensor was inserted in the arm. On (B)(6) 2024, the patient received an error on his pump cgm display device and could not recall the exact time when the sensor stopped working. The patient mentioned he did not recognize the icon that was showing on his pump since he was still new with the g7. He was not able to replace wearable right away as he was exhausted and went to sleep. The ex-wife came to his house and found him passed out and called 911. According to the report, the pump was not able to administer insulin since his g7 was not working. Of note, the absence of estimated glucose value (egvs) from the g7 will not suspend insulin delivery, but it will make hybrid-closed loops systems unavailable. The patient was transported to the hospital and sent to the intensive care unit (ICU). He was treated with insulin, humalog, lantus one time, propranolol, atorvastatin, heparin, and antibiotics. The patient was kept in ICU for 2 days and moved to a regular room for a day then the next day he was discharged. The patient stayed in the hospital for 3 days. At the time of the call, the patient was a little weak but stable. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.